Manufacturer narrative:
To date the device has not been returned to medtronic for eval. If further info is rec'd or the device returned, a f/u medwatch report will be sent.

Event description:
The hcp reported that while placing a bravo ph monitor the capsule attached to the pt's esophagus but would not deploy from the delivery system. Upon removal of the device, the capsule was pulled off the esophagus and fell into the pt's stomach. No serious injury to the pt was reported.